Event description:
Trial patient's mother contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal that occurred on (B)(6) 2015. Trial patient's mother was advised to reset the device. At the time of contact, the trial patien's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).